Event description:
It was reported that code 1007 had been triggered for this implantable cardioverter defibrillator (ICD), indicating that the capacitors timed out. Boston scientific technical services (ts) advised following steps. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Review of device memory indicated that a charge timeout alert> 45 seconds) had been recorded. The device case was opened. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that code 1007 had been triggered for this implantable cardioverter defibrillator (ICD), indicating that the capacitors timed out. Boston scientific technical services (ts) advised following steps. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.